Manufacturer narrative:
An investigation of the returned product was completed by the failure analysis lab on 7/25/2019. Device evaluation summary: according to the information received, t the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 765cc mentor memorygel xtra breast implants experienced left sided baker¿s grade iii capsular contracture and right sided drooping post procedure. As a result, the devices were explanted on (B)(6) 2019. See 3006942524-2019-00531 for contralateral prosthesis report.